Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) product type recharger. Analysis of the recharger c0469489 found evidence of broken connector pins. Fdc code 67 applies to the recharger. Fdc code 92 applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was damaged. The patient reported that she could not use her ins because she could not charge the recharger. The patient reported being in pain because of the inability to charge the recharger. Patient was issued a new desktop charger. Additional information received stated that she could not plug the cord into the recharger because something was stuck in the recharger port, and the patient was unable to remove it with pliers. Patient was issued a new recharger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the patient's desktop charger resolved their inability to recharge and the pain they had experienced. No further issues were noted or anticipated.